Event description:
The user stated he received high magnesium results for patient samples and repeated testing on the cobas 6000. The issue occurred approximately 10 times. Of the data provided, the results for one patient sample were discrepant. The initial result was 2.5 mg/dl, repeat result was 1.6 mg/dl. The user stated the initial results were reported and corrected results were sent out. No patients were affected as the client never saw the results since they were closed. The magnesium reagent lot number was 61260501. The field service representative and field application specialist inspected the wash valve and stirrers for possible carryover. The field service representative replaced two valves as a precaution and replaced the stirrer paddles. He noticed the height adjustment had been incorrect and the stirrer paddles were scratching the bottom of the cells. To verify analyzer operation, he ran precision testing, calibration and controls with results within specified limits. The field application specialist verified analyzer operation by running patient testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.